Event description:
It was reported that acute stent thrombosis occurred. A 3.50x38mm promus element plus (des) was advanced and implanted; however, acute stent thrombosis was noted through electrocardiogram and enzyme tests. The patient experienced chest tightness, shortness of breath, and cardiac arrest. The patient received cardiopulmonary resuscitation, endotracheal intubation and invasive ventilator assisted ventilation for cardiogenic shock, and status were unstable. The patient's family gave up further treatment and the patient was discharged on aspirin and ticagrelor. It was further reported that the patient presented with acute st-elevation myocardial infarction (stemi) occurring in the inferior wall, posterior wall, and right ventricle. The patient was given 300mg aspirin and 180mg ticagrelor load antithrombotic. In march 2021, the procedure was performed to open the right coronary artery. Two non-boston scientific stents, a 2.5x36mm and a 3.0x33mm, and a 3.50x38mm promus element plus drug-eluting stent (des) were implanted in the right coronary. Reexamination with angiography showed the stents were released well and adhered to the vascular wall. There was no tear or dissection was observed in endarterium. Distal timi flow was 3. Post procedure, the st-elevation myocardial infarction (stemi) occurred again in inferior wall, it was considered as acute stent thrombosis. The patient was treated with antiplatelet medication post procedure, and did not have diabetes or other diseases that could easily lead to thrombus.

Event description:
It was reported that acute stent thrombosis occurred. A 3.50x38mm promus element plus drug-eluting stent was advanced and implanted; however, acute stent thrombosis was noted through electrocardiogram and enzyme tests. The patient experienced chest tightness, shortness of breath, and cardiac arrest. The patient received cardiopulmonary resuscitation, endotracheal intubation and invasive ventilator assisted ventilation for cardiogenic shock, and status were unstable. The patients family gave up further treatment and the patient was discharged on aspirin and ticagrelor.